Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to corrosion at the ball-neck junction, elevated cobalt ion levels, the presence of white cloudy joint fluid, as well as osteolysis of the proximal femur and amorphous tannish tissue. (Right hip).